Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a autotome rx 49 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the current was applied to the device, the cutting wire broke. A second autotome rx 49 was used and prepared in the same manner; however, the cutting wire also broke after the current was applied. Reportedly, no part of the devices was detached inside the patient. The procedure was completed with a different sphincterotome of a different brand, using the same generator and active cord. There were no patient complications reported as a result of this event.